Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their neurostimulator explanted due to infection at the pocket site. Additional information has been requested; a f/u report will be submitted if additional information becomes available.